Event description:
(B) (4). Same case as 2134265-2009-04557. It was reported that post a percutaneous coronary intervention procedure, a patient death occurred. The patient presented with myocardial infarction (mi) occurring less than or equal to 24 hours prior. Two lesions 80% stenosed were identified in the left anterior descending (lad) artery. Both lesions were 20mm in length and the reference vessel diameter was 3.0mm. Two liberte bare metal stents (bms) 3.0x20mm were implanted at the lesion sites. Residual stenosis was reported as 5%. No patient complications were reported and the procedure was reported as a technical success. Medications prescribed at discharge were asa and clopidogrel. Upon discharge, the patient complained of angina/silent ischemia which was found to be unstable angina, braunwald classification iii c. On the same day, after discharge, the patient experienced an unspecified major cardiac event and subsequently death occurred. No further information is available.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for anlysis.